Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received 2 cervical scs leads with the same lot number. It was reported the patient was receiving effective stimulation in his left upper extremity but not in his right upper extremity. A sjm representative was unable to resolve the issue with reprogramming. Follow-up identified additional reprogramming was successful in achieving effective stimulation for both upper extremities.